Manufacturer narrative:
H.6. Investigation summary: a sample was returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual analysis confirms the foreign matter reported by the customer is silicone. It should be noted that this silicone does not cause harm to the user and is used to assist in catheter sliding during venipuncture. The root cause of this issue on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping and final assembly process. A corrective action project (CAPA 450094) has been initiated to investigate the issue. H3 other text : see section h.10.

Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) angiocath experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: fm was on the catheter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) angiocath experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: fm was on the catheter.